Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a a heat rash-like skin irritation (redness and itching) under the therapy pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended temporarily to stop wearing the lv while using an over-the-counter ointment. Follow up indicated that the skin irritation improved.